Event description:
It was reported that the child has a sudden loud unpleasant sound sensation and takes off the device. It happens any time after the child puts on the device. Testings carried out were all within normal limits. The external parts have been exchanged but without improvement. No physical injury including head trauma has been reported. X-ray shows the implant at its proper place without any migration of the electrode array. Performance was absolutely ok before this problem started.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.